Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (300 mg/dl). The cause for elevated bg levels is unknown. Customer changed the infusion set and delivered a bolus to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.